Event description:
User received twenty four discrepant samples tested for hcg+b. The samples were initially tested in 2008. The same samples were repeated on another analyzer that month. Units are reported in miu/ml. Sample 1: initial 740.7/repeat 253.0. Sample 2: 22.24/0.100. Sample 3: 15.97/0.100. Sample 4: 41.90/0.100. Sample 5: 447.9/0.100. Sample 6: 104.7/0.283. Sample 7: 65.81/0.100. Sample 8: 96.31/0.100. Sample 9: 39.75/0.100. Sample 10: 222.6/0.100. Sample 11: 6.36/0.100. Sample 12: 99.87/0.100. Sample 13: 322.8/0.207. Sample 14: 33.98/0.100. Sample 15: 10.34/0.100. Sample 16: 5.98/0.431. Sample 17: 935.4/0.100. Sample 18: 19.80/0.100. Sample 19: 27.49/0.100. Sample 20: 27.77/0.100. Sample 21:11.32/0.100. Sample 22: 63.26/24.91. Sample 23: 388.8/3.22. Sample 24: 88.13/0.100. Sample 23 and 24 were from female pts. All initial results were reported and it is unk if pts were adversely affected. The physician questioned the results for samples 23 and 24. It was also noted one 15 year old female pt gave result of around 100 and when repeated on another analyzer gave a negative result. The field service rep determined the cause to be a shift in the measuring cell. He inspected the measuring cell tubing, inspected and replaced all syringe seals, and readjusted the photomultiplier tube. Performance tests were performed and within specified limits.